Manufacturer narrative:
Additional information: a1,b5, and h6 ( patient code).

Event description:
Additional information provided indicated that there was no patient involvement.

Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed, and product found in good condition with scratched screen. Event history log review was performed and found no evidence of reported problem. During investigation, the device was started in application, and no problems found with double beeping. The customer's reported problem could not be duplicated. However, the downstream sensor will be replaced as a preventive measure. No fault found during investigation.

Event description:
Information was received that this smiths medical cadd legacy pump exhibited "double beep no cassette". It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.